Manufacturer narrative:
The root cause for the discrepancy could not be confirmed. This is a sample-specific issue and the reagent is performing as expected. Data review showed that the amplification observed for the sars-cov-2 target is clear and not caused by optical or motion disturbances. The instrument is performing as expected. The affiliate confirmed that the sample was transferred from the collection tube to the assay tube in the laminar flow. Possible run-to-run contamination may happen upon sample transfer using tips.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged a discrepant result for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and negative results for influenza a and b. The same sample was retested on the same cobas liat which yielded negative results for all targets (sars-cov-2 negative, influenza a negative, influenza b negative). The same sample was then run using the cepheid xpert assay 5-6 hours later, which generated a negative sars-cov-2 result. It is unknown if the results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 mdrs will be filed.